Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. Upon investigation the monitor delivered low energy pulses during incoming functionality testing. The cause for the low energy pulses was isolated to a defective u901 micropower op amp on the monitor's computer/analog pca. The root cause for the defective u901 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse during incoming functionality testing.